Event description:
The bottom of the inner blister package containing the monomer was broken. The monomer vial was protruding through the broke hole. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the evaluaiton results suggest that this event was attributed to improper orientation of the blister in the blister packing machine. Corrective action has since been implemented to preclude similar events.